Event description:
It was reported that 301 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention of the proximal left anterior descending artery (lad). The index procedure treated two target lesions. Target lesion 1 was a 3.0 mm vessel diameter, 70% stenosed region of the mid lad artery. The physician treated the region by direct stenting the lesion with one taxus express2 8.8% 3.5x20 mm (lot 6259346) drug eluting stent without complication. Target lesion 2 was a 3.8 mm vessel diameter, 70% stenosed region of the proximal lad artery. The physician treated the region by direct stenting the lesion with one taxus express2 8.8% 3.5x12 mm (lot 6063044) drug eluting stent without complication. The pt was discharged from the hosp 1 day post index procedure receiving zocor, palvix, and asa. The site reported 301 days post index procedure that the pt underwent a tvr of the proximal lad artery. The physician treated this target vessel by performing a coronary artery bypass graft (CABG) of this lesion.

Event description:
It was further reported that the pt was enrolled in the arrive program on the date of the index procedure. Target vessel 1 was located in the mid lad with 70% stenosis and was 15 mm long with a refference vessel diameter of 3.0 mm. Target lesion 1 was treated with direct stenting using a 3.5x20mm taxus stent, reducing the stenosis to 0%. Target lesion 2 was located in the proximal lad with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.8 mm. Target lesion 2 was also treated with direct stenting using a 3.5x12 mm taxus stent, reducing the stenosis to 0%. The pt was discharged 3/25/2004 on asa and plavix therapy. The pt was readmitted with recurrent unstable angina 300 days post index procedure. Left coronary angiography revealed 85% ostial stenosis of the lad and significant haziness inside the previously placed proximal lad stent suggesting in-stent restenosis. Due to the pt's history of multiple prior stenting of the lad, single-vessel aortocoronary bypass surgery was recommended. One day after readmission, the pt underwent coronary artery bypass grafting x 1 with lima to lad. Post-operative hypertension was controlled with the reintroduction of avapro; respiratory therapy was continued for treatment of bronchospasms associated with known chronic obstructive pulmonary disease. The pt was discharged five days post CABG on continued asa and plavix therapy. In the opinion of the physician there is an unk relationship between the event and the taxus stent.